Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead has dislodged twice. It was also noted that, with moderate activity, the patient becomes symptomatic with fatigue and dyspnea. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was explanted and replaced. No further patient complications have been reported as a result of this event.